Event description:
During an investigation into a subsequent event, an unreported event was discovered. Per the info provided to co through means of operative notes referencing a revision which occurred on 4/15/96; reported to the FDA on 5/5/96, report #1996-2125050-0292, access #m758980), the device was removed due to a malfunction and erosion. As stated in the operative note (approx twelve years ago he had the insertion of an inflatable penile prosthesis that worked for over ten years, who was found on the eastern shore to have malfunctioned, including presumably erosion to the bladder. The reservoir was removed and then he had a separate setting in co gfs two-piece inflatable).